Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
It was reported that the venous probe stopped working and could not be re initialized. The cardiohelp was exchanged during treatment. A preventive maintenance was performed on 2022-01-28/31 and 2022-02-01. No malfunction was found. The technician performed safety, calibration, and functionality checks to factory specifications. The old venous probe version was affected. This old revision of the venous probe was not in compliance with electromagnetic compliance standard (iec 60601-1-2 4th edition). Electromagnetic disturbances (caused by other devices in the hospital) can lead to the reported failure. Further during the investigation of CAPA#449034 (venous probe not initializing) it was determined that the surface specification of the venous probe holder was insufficient which could cause a failing initialization. As a corrective action, the specification of the reference surface will be changed within the engineering change request ecr 21052606 (venous probe reference surface). Based on the investigation results the reported failure "venous probe not initializing" could be confirmed. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Manufacturer narrative:
Service of the affected cardiohelp and venous probe is pending. A follow-up emdr will be submitted when additional information becomes available.

Event description:
It was reported that the venous probe stopped working and could not be re initialized. The cardiohelp was exchanged during treatment. No harm to any person has been reported. Complaint ID: (B)(4).